Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a distributor via e-mail that a ar-2324kbcc swivelock anchor broke. This occurred during an unknown procedure. The surgeon went to retrieve the suture and the knotless mechanism suture just frayed. The surgeon was able to retrieve the suture properly and inserted the anchor correctly using a 4.5 punch. The suture needed to come out and fixated the subscap with aa 2.9 pushlock that was opened separately. There was no patient effect reported. Additional information requested. Additional information provided on 12/30/2021: a 4.5 punch was used to prep the bone socket. The patient had good bone quality. Additional information provided on 01/03/2022: the procedure being performed was a rotator cuff repair.